Event description:
It was reported that review of the egms showed oversensing of noise. The lead was explanted and disposed of.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.